Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they noticed yesterday it seemed the ins moved around a little bit. Patient said they noticed it when they were laying on their side the are right handed seems like it is moving down towards their hip. Patient said when they use their control equipment they are usually standing up. The patient was redirected to their healthcare provider to further address the issue. Patient reported they have an appointment with their doctor on december 15th and will let them know.  Pt said they have found a setting that was helpful for their symptoms they normally use program 6 at 2.5 and increase stim before they go to bed at night to 2.9 because of their symptoms. No further patient complications are anticipated or expected as a result of this event.